Manufacturer narrative:
Corrected data: a2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012218009); product type: 0195-heart valves; implant date; explant date product ID evfxplus-29 (unknown); product type: 0195-heart valves; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve within a pre-existing non-medtronic surgical aortic valve, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was deployed at 80% deployment, the valve frame appeared either infolded or under expanded. It was unclear which of these two frame anomalies were present. The valve was recaptured and deployed a second time. The valve once again appeared either infolded or under expanded at 80% deployment. The valve was recaptured and withdrawn from the patient. Per the physician, the thickened and calcified leaflets of the pre-existing surgical aortic valve likely contributed to the frame issue. A new valve and dcs were inserted in the patient and the valve was deployed to 80%. The same frame issue occurred with the new valve; however, it was fully released. A post-implant balloon aortic valvuloplasty was performed using a 23 mm non-medtronic balloon to remodel the valve. The event resulted in approximately a 5 to 10-minute procedural delay. No adverse patient effects were reported.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve within a pre-existing non-medtronic surgical aortic valve, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was deployed. At 80% deployment, the valve frame appeared either infolded or under expanded. It was unclear which of these two frame anomalies were present. The valve was recaptured and deployed a second time. The valve once again appeared either infolded or under expanded at 80% deployment. The valve was recaptured and withdrawn from the patient. Per the physician, the thickened and calcified leaflets of the pre-existing surgical aortic valve likely contributed to the frame issue. A new valve and dcs were inserted in the patient and the valve was deployed to 80%. The same frame issue occurred with the new valve; however, it was fully released. A post-implantballoon aortic valvuloplasty was performed using a 23 mm non-medtronic balloon to remodel the valve. The event resulted in approximately a 5 to 10-minute procedural delay. No adverse patient effects were reported. Additional information was received that a misload was not identified during the loading of either valve. Additionally, the patient had pre-existing moderate-severe central aortic insufficiency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.